Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature depletion. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature depletion. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported. It was reported that this patient is pregnant and is due in five months. The caller inquired if the replacement window can be extended. A boston scientific technical services consultant stated that ninety days is the maximum replacement window. The patient can be re-assessed before the current replacement window expires and the physician could make the clinical decision to delay and/or re-assess. The device remains in service at this time and no adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature depletion. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported. It was reported that this patient is pregnant and is due in five months. The caller inquired if the replacement window can be extended. A boston scientific technical services consultant stated that ninety days is the maximum replacement window. The patient can be re-assessed before the current replacement window expires and the physician could make the clinical decision to delay and/or re-assess. The device remains in service at this time and no adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.